Event description:
It was reported that during the implant attempt, the testing of the atrial lead resulted in no sensing or pacing in bipolar configuration, but normal results in unipolar. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).